Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that she has had problems since after implant. It was not clear but the device may be triggering other problems. The patient ended up in the hospital several times after implant. The patient experienced muscles constricted, cramped, could not breath or talk, and was in pain. The pain put the patient in the hospital. The patient has a new pain. Compatibility guidelines were requested for MRI. There was suspected problem with the device. It was also stated that the patient was not sure if the device was related to problems. The indication for use included spinal pain and failed back surgery syndrome. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.